Event description:
It was reported that during a laparoscopic right hemicolectomy procedure, the knife did not return to the home position completely and the jaws did not open after the 2nd firing. The cartridge was gold. Then, the patient¿s side of jaws was cut with another device and the device was removed from the patient. Additional suture was performed to complete the case. Reinforcement material was not used. There were no adverse consequences to the patient. After the operation, the jaws were opened with manual over ride lever.

Manufacturer narrative:
(B)(4). The analysis found that one pse60a device was returned in good visual condition and with one ecr60d cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The device was disassembled to reset the bailout system the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home as intended. The instrument closed and opened properly. A batch record review was performed and no anomalies were found during the manufacturing process.